Event description:
Information received by medtronic indicated that the insulin pump had unresponsive buttons, random no delivery alarms and rejected new battery, cracked on cover screen. Customer stated that buttons were hard pushed the top arrow button and the buttons were sticky. No delivery alarms forced patient to rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump and transmitter will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.